Event description:
It was reported that the pt presented with irritation in the hip so doctor removed components and replaced with implants listed above. No other info per hospital protocol. It was further clarified that, the components listed were explants.

Manufacturer narrative:
The pt is (B)(6) and moderately active post implant surgery. The pt kept the reported product. Catalog number and lot codes of other devices listed in this report: cat# 06-3200, lot# 32123903, description: c-taper cocr lfit head 32mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.